Event description:
Fissure (cracked) below hub of the catheter.

Manufacturer narrative:
A review of the MFR records indicated that all device specifications and quality requirements were satisfied. The device involved in the incident was not returned for evaluation. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.